Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported hat balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2.5mmx30mmx143cm nc quantum apex¿ (fg coyote nc mr) balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.